Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibiting low amplitude and possible loss of capture (loc). Technical services (ts) reviewed and did not observed loc however noted a drop in sensing and pace impedance measurements that remained within normal range. Ts discussed options with health care professional. Additional information was received that some incidental r wave undersensing was observed in office. The lead sensitivity was reprogrammed and then t wave oversensing was observed. Ts discussed additional programming options. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes. Adjustments were made and then t wave oversensing was observed along with high ventricular rate episodes. A previous signal artifact monitoring (sam) episode was observed which ts discussed with the health care professional (hcp), false positives for external electromagnetic interference (emi). Ts discussed programming options with the hcp at a future clinic visit. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that instances of t wave oversensing resulted in pacing inhibition. This patient who has intermittent heart block has had reprogramming performed previously to try to mitigate low r wave amplitude. Ts discussed programming automatic gain control (agc) on in which the patient climbed a flight of stairs and no t wave oversensing was observed. This rv lead remains in service. No adverse patient effects were reported.